Manufacturer narrative:
(B)(4). Added additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cartridge was received for analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the metal piece (cartridge pan) the piece that was stuck in the cartridge half of the device? What was the product code and lot/batch number for the cartridge (ex: ecr60t, gst60g, etc.)? Was buttressing material utilized? If so, which product? Seamguard buttressing was used; I don't know lot number because customer has the box but you will receive that with the device. Also, not sure what piece they think was stuck as I was not in the case and haven't seen the device.

Event description:
It was reported that during a sleeve procedure, after the first firing of the device the reload was removed and it looked like a piece of it was stuck in the cartridge half. Another like device was used to complete the procedure. There were no adverse consequences for the patient.